Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found that the head restraint brackets, motor cover and encoder cover were all cracked and the battery partition cover was missing. The system was turned on/off with no problems and ran using a 95% patient test fixture for several hours with no anomalies or errors exhibited. A review of the platform's archive was performed and found that the platform was last used on (B)(6) 2014 rather than on the reported event date of (B)(6) 2015. On that date, the platform exhibited user advisory (ua) 12 (lifeband not present) and ua 18 (max take-up revolutions exceeded). No parts needed to be replaced to remedy the customer's reported complaint of the platform exhibiting a user advisory message (ua 12 or ua 18). The platform underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting an error code was confirmed through review of the platform's archive. Per the autopulse technical service guide (p/n 11377-006), ua 12 is exhibited when the platform detects that the lifeband is not properly installed. The most likely cause of the platform exhibiting ua 12 was determined to have been movement of the patient & platform, causing the lifeband to become detached from the platform. The autopulse® was designed to exhibit ua 12 to prevent patient harm. The root cause of the exhibited ua 18 was determined to be that there was no significant load placed on the platform. At the time that the ua 18 occurred, the archive showed that there was no change in the load. The autopulse® was designed to exhibit ua18 to prevent patient harm.

Event description:
It was reported that during a cardiac arrest, the autopulse platform displayed an error code. Customer did not know what the specific error code was. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/14/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.